Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock sling product on (B)(6) 2006 to treat pelvic organ prolapse and/or stress urinary incontinence. Plaintiff's attorney alleged plaintiff experienced, infections, dyspareunia, urinary problems some time after implant, as well as mesh erosion, exposure/extrusion/protrusion, bleeding, bladder and bowel problems, damage to organs and tissues and other severe adverse health consequences. Plaintiff's attorney also alleged the plaintiff suffered severe and debilitating injuries, permanent bodily injuries, mental and physical pain and suffering, and has undergone additional surgery to remove pelvic mesh products.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.